Event description:
It was reported that the right ventricular (rv) lead was found to be non-functional and a chest x-ray revealed the lead dislodged. The lead was turned off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.